Event description:
The patient presented for follow-up. Alerts were received for possible output circuit damage and aborted hv charges. Low hv impedance and unstable pacing lead impedance were found. Insulation damage suspected. System was explanted.

Manufacturer narrative:
Insulation conductor damage was found at 29.1-30.7cm from the pin consistent with clavicle crush damage. All three conductor insulation was abraded and the inner coil was exposed. This is consistent with the observation from the field of low impedance. External insulation abrasion at 20.2 to 20.3cm from the pin and at 11.2-12.4cm from the distal tip consistent with lead friction to another device. Internal insulation abrasion at 7.5-9.0cm from the distal tip. Etfe conductor insulation was intact in all regions.